Event description:
The code blue switch on the audio station did not work after they pulled it. The lights did not flash and no call was placed to the master. Caregiver verbally announced the code for assistance. No adverse outcome to patient reported.